Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that the arrows and the middle buttons were not connecting. The customer stated that every time he change the reservoir it takes time to 50 minutes just to get the button work and make connection. The troubleshooting was performed for keypad anomaly. Customer stated that the scroll bar was moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.